Manufacturer narrative:
Model number: 72400160; lot number: 520323010; model description: belt cuff fgs 4.0 cm.

Event description:
It was reported that two artificial urinary sphincter (aus) cuffs were explanted due to recurring incontinence without the loss of contrasts. A new aus cuff was implanted. It was further reported that the patient was doing well following surgery.

Event description:
It was reported that two artificial urinary sphincter (aus) cuffs were explanted due to recurring incontinence without the loss of contrasts. A new aus cuff was implanted. It was further reported that the patient was doing well following surgery.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of recurring incontinence was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The first cuff was visually and functionally inspected. The cylinder leak at the shell caused by a wear at the corner of a fold from the outside in. The second cuff was visually and functionally inspected. No leak was found. Model number: 72400160. Lot number: 520323010. Model description: belt cuff fgs 4.0 cm.